Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while transporting patient, the cardiosave intra-aortic balloon pump (iabp) used up 2 full batteries from the ICU to the loading of a patient into an ambulance and transporting them to the air field 15 minutes away from the hospital. The process was about an hour and the transport nurse had 2 extra batteries and switched them out. She then asked the ambulance to go back to the hospital and get an additional 6 batteries for transport. She then changed out one of the batteries during the 1 hour transport and then once more for one more battery during the final portion to get to the facility. Patient was in the 60-70 hr most of the time and every time an autofill occurred the patient went into vfib arrest. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated investigated the customer reported issue, that during a transport 6 different batteries had to be used because the batteries were draining quickly. Upon arrival, fse noticed that the pump console was not pushed in correctly into the hospital cart, not allowing the batteries to charge. Fse inserted the pump console into the hospital cart and verified that batteries began to charge. Once both batteries received a full charge, fse performed the battery run time test on each battery and both batteries performed within specifications. Both batteries operated at 120 bpm for 60 minutes each. Fse inspected the power activity log, and at the time of transport both batteries were at 95%. Battery 1 operated approximately 55 minutes. Had it been fully charged, it is believed it would have operated for more than an hour. Battery 2 operated for 1 hour and 23 minutes, exceeding specifications. Please note that multiple batteries were claimed to be used, however the customer lost track of which batteries were originally installed in the iabp at the time of transport. Fse tested the batteries in which were found in the pump console at the time of arrival.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a